Event description:
The account reported that the side rail was damaged during transport and now will not latch. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that the side rail had a damaged side rail cover and bent frame. The tech replaced the side rail , cable assembly and wire cover to resolve the issue. Based on this info, no further action is required.